Event description:
The biomedical engineer (bme) reported that when trying to view full disclosure (historical data), they received a "cannot read data" error message. Shortly after, the central nurse's station (cns) went into communication loss with all monitoring devices while in patient use. All data was still being displayed at the bedside monitors (bsm) but they could not be monitored at the cns. They pulled the hdd out of the front of the cns and found it full of debris. Cleaning the hdd only temporarily restored communication, which continued intermittently. They were also unable to restart full disclosure. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when trying to view full disclosure (historical data), they received a "cannot read data" error message. Shortly after, the central nurse's station (cns) went into communication loss with all monitoring devices while in patient use. All data was still being displayed at the bedside monitors (bsm) but they could not be monitored at the cns. They pulled the hdd out of the front of the cns and found it full of debris. Cleaning the hdd only temporarily restored communication, which continued intermittently. They were also unable to restart full disclosure. No patient harm was reported. The customer sent this unit in for a repair. Service requested / performed: evaluation / repair: on (B)(6) 2021, the nihon kohden america repair center (nka rc) noticed no physical damage. Upon rc evaluation, the reported problem was duplicated. On (B)(6) 2021, the nka rc found both hard drives to be degraded and replaced them, #9000006111a, which resolved the issue. The unit was tested per the operator's/service manual and the results were recorded on the maintenance check sheet. The unit completed 24 hours of extended testing and operated to the manufacturer's specifications. The repaired unit was shipped to the customer on (B)(6) 2021. Investigation summary: the root cause of the issue is determined to be hard drive failure. When hard drives fail, this failure can manifest in different ways. There can be an error message, or the device may reboot, or the device screen could "freeze." The unit may sometime then restart, or the device may need to have the hard drives replaced. Sometimes the unit can be rebuilt by the backup disk (i.e., the system has redundant array of independent disks (raid), which puts multiple hard drives together to improve performance). Hard drive failures probably attributable to reaching the end of expected useful life (approximately 20,000 hours of use - every two years). In this incident, the device has been in use for four years with no history of hdd replacement, and hard drive degradation is most likely the cause of the device failure. The overall risk of this event is high. The reported issue does not require further investigation through CAPA process. Hha has been completed for the cns-6201a hard drives failure. CAPA 19-022 was initiated and rejected based on the rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: bsms: model #: ni. Serial #: ni. Additional information: b4 date of this report. D9 device available for evaluation? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that when they were trying to view the full disclosure, which is the historical data, they received a message that stated cannot read data. Shortly after this, the central nurse's station (cns) went into communication loss with all devices. All data was still was still being displayed at the bedside monitors (bsm) they just could not be monitored on the cns. They pulled the hdd out of the front of the cns, and it was full of debris. After they cleaned this, the cns was no longer in communication loss. However, the unit seems to be stopping and starting monitoring. It is currently not stopping, but they still cannot restart full disclosure. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional model information: concomitant medical device: bedside monitors were being used in conjunction with the cns, but no model or serial number information was provided.

Event description:
The biomedical engineer (bme) reported that when they were trying to view the full disclosure, which is the historical data, they received a message that stated cannot read data. Shortly after this, the central nurse's station (cns) went into communication loss with all devices. All data was still was still being displayed at the bedside monitors (bsm) they just could not be monitored on the cns. They pulled the hdd out of the front of the cns, and it was full of debris. After they cleaned this, the cns was no longer in communication loss. However, the unit seems to be stopping and starting monitoring. It is currently not stopping, but they still cannot restart full disclosure. No patient harm reported.